Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshoot was performed for no delivery alarm which did not resolve the issue. Insulin did exit at quick release but alarmed no delivery. Customer advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind, prime or seating, basic occlusion, force sensor, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.